Event description:
It was reported that prior to use, 4 boxes of bd phoenix¿ ast broth contained contaminated tubes. The following information was provided by the initial reporter: tubes are contaminated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this complaint is for contamination and broken tubes of phoenix ast broth (246003) batch number 1204343. Photos were provided for investigation. The photos showed one tube with contamination and one broken tube. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that prior to use, 4 boxes of bd phoenix¿ ast broth contained contaminated tubes. The following information was provided by the initial reporter: tubes are contaminated.